Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the c2602 cusa excel 36khz straight handpiece had a vibration alarm. The patient was prepped for a brain tumor surgery procedure on (B)(6) 2020. There was a five (5) minute delay in surgery with no adverse consequence to the patient. The handpiece was replaced right away without any further problem.

Manufacturer narrative:
Device identifier: (B)(4). Product identifier: (B)(4). The device was returned for evaluation. The device history record (DHR) documentation showed no anomalies that could be associated with the complaint incident. The reported complaint was confirmed. This complaint is consistent with known failure transducer delamination vibration alarm confirmed, no amplitude confirmed, no stroke. Transducer was found faulty.